Event description:
During a routine phacoemulsification procedure the dr reported that a corneal burn occurred while using the handpiece. The pt required sutures and is expected to recover fully. The dr requested that the handpiece be evaluated.